Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-02423/02424, 02476/02477).

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, debilitation, infection, and elevated metal ion levels. There has been no reported revision procedure as of date. A review of the invoice history confirmed the initial surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.